Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. The noise was also observed. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. The patient is continuing to be monitored. At this time, the products remain in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. The noise was also observed. Additionally, it was noted that this pacemaker recorded a signal artifact monitoring (sam) episode. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. No adverse patient effects were reported. The patient is continuing to be monitored. At this time, the products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead, which triggered a lead safety switch to unipolar mode. The noise was also observed. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. The patient is continuing to be monitored. At this time, the products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.